Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 14.795 mg/day), bupivacaine (20 mg/ml at 11.8 ¿mg/ml¿), and fentanyl (2400 mcg/ml at 1420 mcg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. It was reported that the patient complained of increased pain to her managing physician at her last refill (date not provided). The pump was no longer controlling her pain as it had in the past. There were no environmental, external, or patient factors that may have led or contributed to the issue. A dye study was attempted today ((B)(6) 2018) and it was unsuccessful. They could not aspirate the catheter. The patient was going to be scheduled for an exploratory catheter revision. It had not yet been scheduled. The issue was not resolved at the time of the report. It was indicated that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the catheter revealed catheter body broken; user related hole. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the patient¿s pump and catheter were replaced. No further complications were reported/anticipated.